Event description:
It was reported on (B)(6) 2015, that during a sign im nail implant follow up visit; the surgeon identified a broken screw in a post op x-ray. The broken screw was left in place as it does not represent a risk to the patient. Healing of the fracture site has already occurred.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw presents no risk to the patient and was left in place. Healing has already occurred at the fracture site. Sign fracture care international continues to monitor these events as part of our post market activities.